Event description:
It was reported via medwatch "a huber needle noted leaking from y-site port of the huber needle tubing. Noted a small crack at the y-site. Needle and tubing used for chemotherapy administration." No other information was provided. Additional information received 05/17/2023: the event did not involve an urgent or life threatening medical condition. The leak was discovered by staff during clinical care. There was no interruption or significant delay in treatment that negatively impacted the patient. There were no signs, symptoms, complications experienced. Skin was cleansed where tubing leaked. Catheter secured with hydrophilic polyurethane (transparent) dressing and tape.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.